Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 3.50 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: p select ous mr 16 x 3.50mm stent delivery system (sds), catheter batch # 28300004-093 (from finished goods batch #28325939) was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined: stent profile: a visual examination of the stent found signs of stent damage. Stent struts in the proximal region of the stent were found to be lifted from their crimped position. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no sign of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube identified multiple hypotube kinks. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 3.50 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.